Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken and missing molded insulator on the jaw. The broken and missing piece measures approximately 10.0mm x 4.7mm (the entire molded insulator), confirming that a fragment detached from the instrument and was not returned with the instrument. As a result of the full break, one of the instrument grips-tips was detached and not returned with the instrument. The detached and missing grips-tip measures approximately 15.0mm x 4.9mm was not returned with the instrument. As a result of the grip/electrode detachment, the conductor wire was broken at the electrode base. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The complaint regarding broken during use was confirmed by failure analysis. The probable root cause of the broken molded insulator is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal, such as an accidental drop of the instrument.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the force bipolar instrument was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no material missing or detached from the portion of the device that enters the patient¿s body. There is no other information available.